Manufacturer narrative:
Complaint conclusion: as reported, there was torsional deformation on the proximal end of a 14mm x 80mm smart control self-expanding stent (ses) during release. The stent was able to be placed in the intended location, however, an image was provided which shows the stent is compressed and not fully expanded on one side. There were attempts to post-dilate the stent to correct the deformation using a non-cordis balloon, but the non-cordis balloon was not able to fully expand the stent deformation during post-dilation. An additional stent was not required. The target lesion was the iliac vein. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, and more than 50% stenosis. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. The operator did not use excessive torquing to the device during stent placement and there was no difficulty experienced when deploying the stent. The catheter tip was not twisted. A single image of the pelvis was submitted for review. There is a nitinol stent in the left pelvis, presumably in the left common iliac artery. There is retrograde access from the left common femoral artery. The distal and mid segments of the stent are well expanded with normal interstice pattern. There appears to be torsional deformity of the proximal end of the stent. Proximal to the stent there is a complex appearance to the blood vessel. Dissection may be present. There is no definite contrast extravasation. The device was returned for analysis. A non-sterile ¿smart 7fr (120cm) stent 14x80mm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent was fully deployed and not returned for analysis. The device was received with the deploying mechanism in the deployed position. The locking pin was not returned for analysis. A kinked condition was observed 8 and 10 cm from the distal tip. No other outstanding details were noticed. The reported ¿stent incomplete expansion¿ can be seen via picture analysis that was sent for physician review; however, the exact cause cannot be determined. The stent delivery system was returned for analysis; however, does not show any signs of damages only a kinked condition that may have occurred during shipping. This event involves a patient who had a self-expanding stent placed in the left common iliac artery. Post deployment angiogram shows torsional deformity of the proximal end of the stent and possible dissection of the external iliac artery. This evaluation is limited due to the paucity of clinical information and images provided. A definitive conclusion regarding this event would be certainly difficult to make. One possibility is that the guide wire became subintimal during initial wire traversal and the proximal end of the stent lies within the subintimal space. This probably is the most likely explanation. Another possibility is that the operator rotated the delivery system during deployment and after distal and mid wall opposition had been secured. There is no evidence from the information provided to support product defect as the etiology of this event. This event appears to be procedurally related. I would be happy to evaluate this further if more information becomes available. Based on the information available for review it is likely vessel characteristics, procedural factors and device handling contributed to the events reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, there was torsional deformation on the proximal end of a 14mm x 80mm smart control self-expanding stent (ses) during release. The stent was able to be placed in the intended location, however, an image was provided which shows the stent is compressed and not fully expanded on one side. There were attempts to post-dilate the stent to correct the deformation using a non-cordis balloon, but the non-cordis balloon was not able to fully expand the stent deformation during post-dilation. An additional stent was not required. The target lesion was the iliac vein. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, and more than 50% stenosis. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. The operator did not use excessive torquing to the device during stent placement and there was no difficulty experienced when deploying the stent. The catheter tip was not twisted. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was torsional deformation on the proximal end of a 14 mm x 80 mm smart control self-expanding stent (ses) during release. An image was provided which shows the stent is compressed and not fully expanded on one side. There were attempts to post-dilate the stent to correct the deformation using a non-cordis balloon and an additional stent was not required. The target lesion was the iliac vein. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, and more than 50% stenosis. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. There was no difficulty experienced when deploying the stent. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.